Event description:
Pt dialyzed in outpatient facility on 6/23/2006 uneventful. Pt left unit stable. Later complaint of shortness of breath, taken to hosp. Primary diagnosis conjestive heart failure secondary to hemolysis. Resulting in a reportable event.